Event description:
It was reported that the large hem-o-lok clip applier would not clip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The large hem-o-lok clip applier instrument was found to have multiple input disks broken. Input disk #7 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #6. As a result, the grips would not clip. Other backend components adjacent to the broken inputs do not show damage.